Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter was returned in segments and incomplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving saline (1 mg/ml at 0.05 ml/day) via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the patient's second pump was implanted higher and more medial and was tacked down with four suture ties however, the newly implanted pump migrated down to the left iliac crest. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient's spasticity was well controlled on oral antispasmodic and the decision was made to explant the pump and catheter. It was noted the highest infusion rate was in october of 2017 at 105 mcg/day. Itb infusion rate was slowly weaned down over the next two years until 0.9% preservative free normal saline was placed in the reservoir in (B)(6) of 2019. It was noted the issue was not resolved. The patient was going to be having surgery on (B)(6) 2019. The patient's weight was (B)(6).